Event description:
Reporting status: serious injury/malfunction/permanent damage. Reporting rationale: dislodged stent remains in the pt. Device issue: dislodged stent. It was reported that the target lesion had no tortuosity, no calcification and eccentric with 90% stenosis. After an ivus was performed, the 3.0 x 12 mm vision as delivered to the lesion and inflated to 12 atm. However it seemed, with the cine, that the stent was not deployed in the lesion, thus an ivus was performed again and it was unable to confirm the stent in the lesion. A 2.75 x 12 mm vision was deployed in the lesion and post dilatation was done with another company's 3.0 x 8 mm. After the procedure, the area was checked around and inside the protective sheath; however, the stent was not found. No additional event or pt information is available.

Manufacturer narrative:
Results - product performance engineering could not determine a conclusive root cause for the dislodged stent. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible in the guide wire lumen, on the balloon and on the hub. There was fluid visible in the inflation lumen and in the balloon. The stent implant was dislodged and not returned. There were crimp marks on the balloon and between the markers. The balloon was loosely folded. The protective sheath was not returned. There was no other damage noted to the sds. Product performance engineering reviewed the incident information and the analysis of the returned product. The sds was returned with blood visible in the guide wire lumen, on the balloon and on the hub, which is consistent with it being loaded onto a guide wire and into the pt. The presence of fluid in the inflation lumen and the loosely folded balloon, also suggests that the sds was prepared for use and pressurized in an attempt to deploy the stent. The analysis confirmed that the stent had dislodged and was not returned. The protective sheath was also not returned and may have aided the evaluation. However, there were crimp marks evident on the balloon between the markers, indicating that the stent was originally positioned correctly and securely at the time of manufacture. This further suggests that the reported discrepancy may be related to stent dislodgement rather than a missing stent. Stent dislodgement may be affected by numerous factors including, but not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during product preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during product preparation, or from an interaction with the pt anatomy and/or a previously implanted stent. Although the lesion was not tortuous or calcified, it was 90% stenosed, which may have contributed to the difficulties experienced. If significant pressure is inadvertently applied during product preparation or removal of the protective sheath, the stent can become disrupted on the balloon, which may also facilitate dislodgement during advancement. It should be noted that the inspection prior to use section of the product's instructions for use (IFU) states, "prior to using this device, carefully remove the system from the dispenser (package) and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted." It was noted that it was unk if the stent had initially been mounted on the balloon, which suggests the sds was not properly checked to verify if the stent was mounted and stationary on the balloon before inserting the sds into the vessel. To ensure this type of occurrence is not a result of a potential manufacturing deficiency, all sds are 100% visually inspected online for stent placement/security and dimensionally inspected to verify the crimped stent outer diameters during the manufacturing process. Additionally, a sampling of units is subject to a stent movement test to verify stent security. A review of the finished device lot history record (lhr) did not reveal any nonconforming material records associated with this lot and all on-line inspections and testing met manufacturing criteria. In this instance, a definitive cause for the reported stent dislodgement cannot be determined, though there does not appear to be any indication of a product quality deficiency. The pt effect of unretrieved non-resorbable materials, as a result of stent dislodgement in-vivo is addressed in the vision's risk assessement as a potential adverse event associated with coronary stenting procedures and is not necessarily an indication of a product quality deficiency. Still, a definitive cause for the reported pt effect and the relationship to the product, if any, cannot be determined. This MDR is considered closed by the product performance group.